Event description:
It was reported that (1) 355l was used during a laparoscopy procedure. It was reported by the rep that in the middle of the case, the surgeon noticed the outer gasket of the 5mm trocar had fallen into the pt. They were able to get the piece out of the pt and completed the case laparoscopically. There was no consequence to pt.